Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an animal underwent a veterinary knee surgery on an unknown date and suture was used. During the procedure, the needle detached from the suture. There were no adverse patient consequences reported.